Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed ¿alert 41,¿ consistent with an insulin shaft rewind error and insulin absolute range error, resulting in a failure to infuse and necessitating replacement supplies; the user reported hyperglycemia up to 250 mg/dl for approximately six hours and administered 5 units of backup subcutaneous insulin. Symptoms included hyperglycemia. Outcomes included appropriate terminology not available. Investigation included communication with the user and analysis of information provided by the user. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.